Event description:
It was reported that the patient presented to the emergency room (ER) due to syncope. Loss of capture was noted with the right ventricular lead. There was normal impedance and threshold, and no oversensing. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4076 implantable pacing lead, (B)(6) 2005. (B)(4).